Manufacturer narrative:
The complaint received states that during an interventional procedure, the angioguard failed to cross the target lesion and the distal tip became deformed, and on fal analysis, the additional damage of unraveled/stretched distal tip was discovered. The patient was admitted for a stent implantation in the carotid artery. Vessel characteristics were not provided. During the procedure, the physician tried to cross the guidewire of the angioguard, through the lesion, many times, however, it did not succeed. The product was withdrawn from the patient and the tip of the guidewire was found deformed. Another product was used to complete the procedure. There was no patient injury reported. During the visual inspection bends/kinks were found on the wire; additionally the distal coil presented an offset coil. Per facility report: a review of the device history records (DHR) indicates this packaging lot consists of 150 units, from two assembly lots, final inspection tested and deemed acceptable for shipment by the facility on 21 october 2008. Except for the bend//kink damage to the specimen device 0.15 to 4.90 cm and 7.35 to 295.8cm from the distal tip, the specimen device and sheath appears visually and dimensionally correct. All joints appear to be intact by non-destructive pull testing and visual examination at 10x magnification. The specimen was received still loaded (but not seated) within the capture sheath with the torque device secured to the capture sheath luer hub. The "as-received" condition of the specimen appears to be inconsistent with the events as described. If the device could not be advanced through the lesion, there is no reason to deploy the ecgw filter from the delivery/deployment sheath and then recover it with the capture sheath. The damage to the wire shaft is not discussed in the complaint documentation, but appears to have been incurred during clinical use and subsequent handling. A review of the DHR and analysis of the specimen device do not present any indication of manufacturing defect of anomaly that could have impacted on the event as reported. Clinical and procedural factors appear to have impacted on the event as reported. These observations and speculations are based on the evidence presented by the sample article and limited information provided by the supporting documentation. The complaints of failure to cross, damaged distal tip and unraveled/stretched were investigated and confirmed on fal analysis. There is no evidence to suggest there were any manufacturing issues that contributed to the reported event. Inspections are in place to prevent damaged products from leaving the facility. Review of the information suggests that procedural factory may have contributed to the confirmed failures.

Event description:
The patient was admitted for a procedure in 2008 with a lesion in the carotid artery. During the procedure, the physician tried to cross the guidewire of the angioguard, through the lesion, many times, however, it did not succeed. The product was withdrawn from the patient and the tip of the guidewire was found deformed. Another product was used to complete the procedure. There was no patient injury reported. On the analysis, it was noted that the distal coil, on the angioguard, presented an offset coil.